Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; power supply found out of electrical specification. Analysis also found extensive corrosion inside the programmer. (B)(4).

Event description:
It was reported the programmer will not turn on. The programmer was returned for repair. No patient complications have been reported as a result of this event.